Event description:
Determined to be reportable based on analysis completed on 5/24/07. It was reported that during a coronary stenting treatment procedure, there was difficulty crossing the lesion. A 4.00x20mm liberte bare (mr) was used for this procedure, however, the physician was unable to cross the lesion. The procedure was not completed due to this event. There were no pt complications reported. The pt status is listed as unk. Device analysis indicates stent damage.

Manufacturer narrative:
Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Examination of the stent revealed it had moved distally on the balloon approx 3 millimeters. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The mfg records for batch # 8735561 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The exact cause of the stent damage, movement could not be determined.